Manufacturer narrative:
The customer issue was isolated to a leaking hemoglobin flow cell on the cell-dyn ruby analyzer. The flow cell was replaced by an abbott field service engineer dispatched to the customer site. No further occurrence of the issue was reported by the customer after replacement of the hemoglobin flow cell. A review of historical data did not identify a similar issue. The cell-dyn ruby system operator's manual contains adequate information for the operator to follow in regards to obtaining technical assistance. Based on the investigation and event details, no product deficiency was identified with the cell-dyn ruby instrument and/or the hemoglobin flow cell.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a falsely decreased hemoglobin result of 7.6 g/dl was generated for a patient sample tested on cell-dyn ruby analyzer, serial number (B)(4). The same sample was retested on a different cell-dyn ruby analyzer and the hemoglobin result was 8.4 g/dl which was considered to be correct. No adverse impact to patient management was reported.